Event description:
A medtronic representative reported that the screw hole on the reference frame arm was stripped. It would not allow the threads of the frame screw to interlock. The surgeon tried two different frames with no change. After a delay of less than 60 minutes, the surgeon discontinued the use of navigation and completed the cranial surgery. There was no impact to the outcome of the patient.

Manufacturer narrative:
The device component was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the screw threads at the base of the arm are stripped not allowing the mating screw to attach. The reported event was confirmed. The root cause was a mechanical issue most likely caused by applying excessive force to a crossthread resulting in stripped screw threads. The device was replaced to resolve the issue.